Event description:
It was reported that during the device replacement procedure, the physician observed an insulation issue on the left ventricular (lv) lead. It was noted that there was a little gap close to the connector body. The physician decided to use a medical adhesive to repair the insulation. The lv lead parameters were tested using an analyzer with appropriate values. To confirm if there was any abnormal change in the parameters, all lv lead parameters were tested again and the main parameters remained stable. The physician will monitor the parameters in the follow up sessions. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.